Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized three years ago due to the glucose meter not reading accurately. The customer was again experiencing problems with her current glucose meter. Advised the customer of replacement options. Nothing further was reported.